Event description:
Pt began a continuous infusion of 5-fu of 545 mg/day on 3/14/95. The pt's 2nd week of therapy began on 3/21/95. At that time, 7 days worth of medication was infused in less than 24 hrs. The pt was hospitalized. 3/29/95 pt developed pancytopenia, 4/7/95 not resolved. The pump was retrieved and sent to local pump vendor for testing. Pump met MFR prescribed performance standards. Local vendor then sent the pump to the MFR for further testing.